Event description:
Lead was removed due to impedance measurements > 2000 ohms.

Event description:
Event description guidant received info that the implantable lead was removed due to impedance measurements > 2000 ohms.